Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient felt faint and the patient was sent to the hospital. The device battery was found to reach end of life (eol). It was suspected that the device reached eol prematurely. Device was explanted and replaced. Patient¿s condition was stable.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.